Event description:
A nurse reported that following intraocular lens (iol) implant surgery, a patient presented with a postoperative eye infection, which was confirmed to be toxic anterior segment syndrome (tass). She reported the symptoms were noted on the first day following the surgery. She did not indicate whether the device caused/contributed to the event. No further information is expected. There are five medical device reports for this event regarding the products used in the surgery. This report is for the lens injector. (The report for the iol was previously submitted under MFR report# 9612169-2012-00019.)

Manufacturer narrative:
Evaluation summary: product was not returned. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. The root cause cannot be determined. A completed questionnaire was received on 03/19/2012. (B)(4).